Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she was hospitalized for a low blood glucose reading of 45 mg/dl. Prior to the event, the customer changed the infusion set, and the insulin pump continued to prime after inserting the infusion set. The customer took off the insulin pump, and noticed that half of the insulin was gone from the reservoir. Advised that the insulin pump would be replaced. Nothing further was reported.